Event description:
It was reported that the patient experienced chest pain and low blood pressure. This right ventricular (rv) lead exhibited under sensing and loss of capture at maximum capture thresholds. It was suspected that a lead perforation caused a pericardial effusion. The physician decided to perform a pericardiocentesis and revise this lead. The lead remains in service. No additional adverse patient effects were reported.